Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that mode switch due to noise was also observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital for non-related issue. Oversensing due to inhibited pacing resulting in bradycardia was noted on the strip. No other equipment was present in the room or connected to the patient. No oversensing was observed with isometrics and pocket manipulations. Later, episodes of bradycardia were still observed. Programming changes were made. Further, remote transmission revealed an episode of non-sustained rv oversensing. Possible myopotential oversensing was suggested. Programming changes were made.

Event description:
New information received indicates that a dependent patient presented with new episodes of noise. Deep breathing and isometrics did not reproduce the signal. Lead revision will be performed.